Event description:
It was reported that this right atrial (ra) and right ventricular (rv) lead exhibited loss of capture. It was noted that the patient presented to the emergency room (ER) with reports of not feeling well. Additionally, the rv lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. The device was re-programmed to 7.5@2ms with unipolar pacing and bipolar sensing. The plan is to perform a lead revision. At this time, the leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) and right ventricular (rv) lead exhibited loss of capture. It was noted that the patient presented to the emergency room (ER) with reports of not feeling well. Additionally, the rv lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. The device was re-programmed to 7.5@2ms with unipolar pacing and bipolar sensing. The plan is to perform a lead revision. At this time, the leads remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported at the time the patient presented to the emergency room (ER). The patient had symptoms of dizziness and near syncope. Additionally, it was noted that the right atrial (ra) lead exhibited high thresholds. Subsequently, both the ra and rv leads were explanted and replaced. The device was also explanted and replaced as they were unable to rule out the cause of the loss of capture. No additional adverse patient effects were reported.